Manufacturer narrative:
The customer complaint of a broken release latch was confirmed through review of a photo provided during a customer site visit. The photo showed cracking of the plastic around the front spring latch mounting hole. When serviced the latch mechanism should be properly torqued to 6 in-lb. To ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Exterior surfaces should be inspected for damage before use. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No service history record or production failure record was performed since no source device serial number was reported by the customer.

Event description:
The customer reported a broken release latch. There is no report of patient involvement.